Event description:
Boston scientific received information that at post-implant follow-up the patient reported shortness of breath. Electrograms (egms) suggested the right atrial (ra) lead had dislodged and was intermittently sensing and pacing the rv. X-ray of the lead was performed which confirmed the dislodgement as the lead was noted to move between the atrium and ventricle. It was also noted that the patient had a pneumothorax. The patient subsequently underwent a revision procedure wherein the lead was repositioned without consequence. No additional adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.